Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the clips were not closing on tissue with the device. Another like device of the same product code was used to complete the procedure. No additional information was available at the time of the call. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n90r34. The analysis results found that the msm20 device was received empty. In addition, the tyvek was returned along with the instrument. After the last clip is used, the instrument is designed to lock out. However, the lock out mechanism was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled and the lock out spring was noted out of position. No conclusion could be reached as to what may have caused the lockout spring to be out of position. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.